Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the snubber circuit board had an open circuit and was replaced. Additionally the high voltage tank was replaced suspected as being the cause of the open circuit. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that at the end of a procedure the system 9800 made a loud crackling sound and then the monitors went dark. There was no adverse patient involvement reported. All reported patient information has been recorded.